Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reported the patient was seen outside the office for further testing but the official report has not been received. The outside doctor stated there was some retinal problems going on which was probably he cause of the reduced visual acuity in the left eye. Visual symptoms have not resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient with blur and decreased vision caused by residual hyperopic astigmatism post lasik enhancement in both eyes. Topical steroid dosage was increased. The doctor suggested the patient have retinal/macula testing. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Logfile review shows for the initial treatment day no abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after treatment date. The root cause could not be determined conclusively without further information. The manufacturer internal reference number is: (B)(4).